Event description:
Per the audiologist, in 2008, the pt's parents reported the receiver/stimulator site was swollen. Reportedly, the surgeon suspected an allergic response. The pt was treated with prednisone. The swelling "seemed better". Three months later, the internal magnet extruded through the skin flap. The surgeon reportedly was concerned about an infection starting due to the exposed magnet. The decision was made to explant the device. The pt's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report.